Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR # 2249697-2013-90017.

Event description:
It was reported that the subject is enrolled in the (B)(4) study and received their study surgery on (B)(6) 2011. Crf's were received for the study indicating that the subjects prior knee system was stryker and was revised with the triathlon ts knee system on (B)(6) 2011. The site noted this was an aseptic failure of the knee, tibial loosening and poly wear. The op notes and x-rays will be forwarded upon receipt.